Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 60 units. Reportedly, the contact was unable to confirm if the insulin gauge displayed an initial fill estimate of over 60 units (+60) as the customer was unavailable at the time of the call. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.